Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a anterior colporrhaphy, lynx sling, vaginal enterocele repair, uterosacral ligament plication and cystoscopy procedure performed on (B)(6) 2016. The patient had stress urinary incontinence secondary to hypermobility of the urethra, grade 3 central defect cystocele, large anterior enterocele and grade 2 cuff prolapse. As reported by the patient's attorney, the patient had experienced an unspecified injury.